Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient's ipg could not exit MRI mode and patient lost therapy. Additional information received indicated a manufacturer representative interrogated the ipg and determined the ipg appeared to have migrated (flipped) and wireless communication was not possible between the ipg and patient controller. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicates the patient experienced a fall prior to the event.

Manufacturer narrative:
The fsca number is included in this report. A patient unable to disable MRI mode and activate therapy was reported to abbott. Troubleshooting steps did not resolve the issue. Based on the information received, the event is consistent with the loss of the bluetooth pairing bond while in MRI mode. As a result of this finding, abbott is performing further investigation.

Event description:
Based on information obtained the device is included in the neuromodulation implantable pulse generator (ipg) unable to exit MRI mode advisory notice issued by abbott on (B)(6)2023. The patient¿s device was placed in MRI mode and has not been able to exit MRI mode. Attempts to disable MRI mode have been unsuccessful. Fsca number is pending.

Manufacturer narrative:
Based on information obtained the device is included in the neuromodulation implantable pulse generator (ipg) unable to exit MRI mode advisory notice issued by abbott on (B)(6) 2023. The patient¿s device was placed in MRI mode and has not been able to exit MRI mode. Attempts to disable MRI mode have been unsuccessful. Fsca number is pending.

Event description:
Additional information was received stating surgical intervention took place where the ipg was explanted to address the issue. The exact date of explant is unknown.

Manufacturer narrative:
Date of event estimated. During processing of this incident, attempts were made to obtain complete event information. Further information was requested but not received.

Manufacturer narrative:
A patient unable to disable MRI mode and activate therapy was reported to abbott. Troubleshooting steps did not resolve the issue. Based on the information received, the event is consistent with the loss of the bluetooth pairing bond while in MRI mode. As a result of this finding, abbott is performing further investigation.